Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s heart rate was in the 30s and the healthcare provider was unsure of what was causing the issue. A review of the patient¿s rhythm strip and device setting revealed that the right ventricular (rv) lead had t-wave oversensing (twos). The lead was reprogrammed and the issue was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.